Event description:
Customer reports that the device read >700mg/dl. No action reportedly taken based on device result. Device numberic reading range is 10mg/dl to 600mg/dl. Requested return of suspect device and replacement was sent.